Event description:
The distributor reported, one screw broke during surgery and remains in the patient's bone.

Manufacturer narrative:
The returned device identified that the screw broke at the second diameter of the screw in a diagonal rotation. This indicates that the screw was subjected to excessive force while inserting the screw on a bias to the bone and was not inserted perpendicularly which is recommended by the IFU. The package insert states this type of event may occur. The user error contributed to the fracture of the screw. If additional information is received that would alter this report or adds additional relevant details or information, a follow up report will be sent.